Manufacturer narrative:
(B)(4). The device was returned on 08/02/2016, (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a laparoscopic high anterior resection and open removal of colo-vesical fistula, the surgeon mentioned that the "sticking" occurred again from the anvil when opening the stapler after firing, in this case a visible leak was detected. He also stated it "sheared the bowel," which resulted in him having to resect the existing anastomosis and re-staple forming a new anastomosis using an eea25xl without issue. The patient made a full and normal recovery. It was unknown whether reinforcement material was used.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and a full complement of staples was deployed and properly formed, despite the noted knife blade damage. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.